Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue; low audio tone and no vibration. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: during investigation, the pump powered on with fully functional auditory and vibratory features. The audible alarm measured within specifications. The pump cover was removed to find no defects to the piezo circuit or the vibration motor. No internal moisture was observed. The allegation of a dual alarm failure was unable to be duplicated during investigation.